Event description:
Reportedly, on (B)(6) 2012, ventricular oversensing led to pacing inhibition and caused patient syncope. Therefore, an analysis is requested.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.